Event description:
It was reported that during photoselective vaporization of the prostate (pvp) the laser beam was in a different direction than usual. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber identified that the glass cap exhibited mild devitrification at the output window. The metal cap exhibited debris adhesion on its surface, indicative of tissue contact. Microscopic inspection identified a distal circumferential fracture at the glass cap. Functional testing with the hene (helium-neon) laser fixture did not identify breaks along the length of the fiber. The fiber was tested using the forward firing test fixture, the calculated rate of forward firing was below the threshold for potential patient harm. It is probable that the tissue adhesion found at the metal cap during analysis contributed to elevated temperatures near the laser beam output window. Continuously elevated temperatures can lead to fiber damages. The device instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) the laser beam was in a different direction than usual. The procedure was completed with another of the same device. No patient complications were reported.